Event description:
It was reported that this electrode exhibited noise which was oversensed and resulted in an inappropriate shock. Additionally, an inappropriate untreated episode and inappropriate atrial fibrillation (af) were also noted. In clinic, noise was able to reproduced in secondary and alternate vectors. There was a concern of electrode fracture and electrode replacement was recommended. Therapy has been programmed off at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise which was oversensed and resulted in an inappropriate shock. Additionally, an inappropriate untreated episode and inappropriate atrial fibrillation (af) were also noted. In clinic, noise was able to reproduced in secondary and alternate vectors. There was a concern of electrode fracture and electrode replacement was recommended. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles near the notch area close to the sense b node, however no cracks found. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 118-148 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited noise which was oversensed and resulted in an inappropriate shock. Additionally, an inappropriate untreated episode and inappropriate atrial fibrillation (af) were also noted. In clinic, noise was able to reproduced in secondary and alternate vectors. There was a concern of electrode fracture and electrode replacement was recommended. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.